Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 24 september 2020, non-physiological signals leading to noise oversensing on both channels were observed in the episodes recorded in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, non-physiological signals leading to noise oversensing on both channels were observed in the episodes recorded in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.